Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation unit, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole over the proximal marker band. A visual and microscopic examination observed no damage to the tip, blades or marker bands. All blades were present and fully bonded to the balloon surface. No other issues were noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/2.25 flextome cutting balloon was selected for dilatation. During the procedure, after rotablation was performed, it was noted that the balloon ruptured during the 3rd inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/2.25 flextome¿ cutting balloon¿ was selected for dilatation. During the procedure, after rotablation was performed, it was noted that the balloon ruptured during the 3rd inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.